Event description:
It was reported that /hourglass/no readings/sensor error was reported. The sensor was inserted into the abdomen. On (B)(6) 2024, the patient had a cgm reading of 57 mg/dl. The patient self-treated with juice. The patient was also wearing an omnipod 5 insulin pump. At an unspecified time later, the cgm displayed a sensor error alert. The patient then decided to go to her apartment and at some point, the patient passed out, fell, and broke her elbow. The patient was found on the steps leading into her apartment. The patient's neighbor called emergency medical services. Once ems arrived, the patient¿s bg meter reading was 32 mg/dl while the cgm was still in a sensor error state. The patient regained consciousness approximately 5 minutes after ems arrived, however, there was no documentation of what medication or treatment ems may have provided the patient. The patient was transported to the ER, where she was treated with IV fluids and juice. The patient was discharged a few hours later. The patient was in good condition at the time of report. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).